Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The high blood glucose was 400 mg/dl and 500 mg/dl. The low blood glucose was 35 mg/dl and 48 mg/dl. The other relevant blood glucose level was 300 mg/dl, 138mg/dl, 128 mg/dl, 237 mg/dl, 58 mg/dl. The customer was treated with bolus for high blood glucose. The customer was treated with food for low blood glucose. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.